Event description:
Additional information was received and stated that the liner failed; it showed wear around the ard's as 4 of the pegs appeared to be sheared off. The pinnacle cup didn't show any signs of damage, so it was kept and a new poly liner was used. No surgical delay was reported. The affected site was the left side.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the rim of the altrx neut 32idx50od has two of the anti-rotation device (ard) tabs sheared off, however with the evidence provided we cannot confirm that four tabs were broken. Additionally, slight deformation was observed at the surface of the device. Based on the observations of the liner and the femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was not returned to depuy synthes, however photos were provided for review. See attachment [img_0770.jpeg]. The photo investigation revealed that the rim of the altrx neut 32idx50od has two of the anti-rotation device (ard) tabs sheared off, however with the evidence provided we cannot confirm that four tabs were broken. Additionally, slight deformation was observed at the surface of the device. Based on the observations of the liner and the femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the rim of the altrx neut 32idx50od has four out of six anti-rotation device (ard) tabs sheared off. The broken fragments were not returned for evaluation. Additionally deformation was observed on the rim. Based on the observations of the pinn mar +4 10d 32idx48od and the returned femoral head, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. Furthermore signs that a dislocation event has happen were not observed. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [122132050/j19d48] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.